Event description:
The manufacturer received information alleging that the device keeps powering off. The device was not in use on a patient at the time of the occurrence. The ds2adv auto CPAP w/humid+ht device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed, noting that the device does not power on. During the evaluation, the field service engineer observed that the pca with components was burned. The device was scrapped at the customer's request following the evaluation.